Event description:
The customer reported via phone call that they were dispatched through emergency room due to low blood glucose level. Customer¿s blood glucose level was unknown at the time of hospitalization. Customer was treated with intravenous insulin drip. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer declined troubleshooting for low blood glucose level. No further patient complication were reported. The device returned expected.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.